Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was frustrated by the button presses on the insulin pump. The customer stated that she liked the insulin pump but was frustrated that it was taking her longer to learn the process of using it. She declined assistance with troubleshooting for the keypad anomaly. The customer declined to provide the blood glucose reading. Nothing further reported.